Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with fortum (route not reported, 1 gram, frequency, and duration not reported), reflin (route not reported, 1 gram, frequency and duration not reported), vancomycin (route not reported, 1 gram every three days, duration not reported), and amikacin (route not reported, 500 mg, frequency and duration not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.